Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012840625 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was performed and the guidewire was observed to be stuck. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The catheter was inspected under x-ray and entangled wire was observed. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issue (slide control blocked) was confirmed through analysis. The catheter failed return inspection due to the guidewire being stuck and entangled wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the slide control was blocked at the end of the procedure. The physician attempted to advance the slide control to retract the array into the sheath, but the slide control became stuck after approximately 3cm and could not be advanced further. As a result, the physician gently pulled back the array into the sheath without completely stretching the array beforehand. No patient symptoms or complications were reported in relation to this event. The procedure was completed. No patient complications have been reported as a result of this event.